Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the drill broke during a procedure. Nothing fell in the patient, the distal end of the device broke off but has been retrieved. The procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product and provided pictures identified device has fractured at the head. There are indentations to the sheath along the shaft along with bumps under the sheath near the fracture site. The device was submitted for further analysis. Based on previous analyses of similar fracture location, it is determined the wires suspected to have fractured due to overload. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.